Manufacturer narrative:
H.6. Investigation: DHR was reviewed ¿ no quality notifications were initiated during production. ¿ all challenge, set up and in process samples were performed per specifications. Received 50 unused units in sealed packages and within a dispenser from lot number 8276885, all contents within were intact. Visual inspection was performed. 100% ¿ no physical-mechanical damage was found on the catheter adapter assemblies and the tips were acceptable per specifications. The tips rated as 5 (20), 4(18) and 3i (12) ¿ no physical-mechanical damage was found on the cannulas and the tips were acceptable per specifications. All tips were rated as a. 25 of the units were tested for: penetration and drag - all units passed successfully. 5 of the units were tested for: lube coverage (flour test) - all passed per specifications. No physical-mechanical damage was observed on any of the components of the units received and no manufacturing related issues that would trigger the failure experienced by the customer was found.

Event description:
It was reported that two 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced product damage. The following information was provided by the initial reporter: material no: 381512 batch no: 8276885 it was reported that the catheter was hard to advance, causing the patient increased pain. Upon assessment the catheter appeared to be broken. So far it was only with items from these two boxes. We have experienced two breaks in catheters upon attempting to access a patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced product damage. The following information was provided by the initial reporter: material no: 381512, batch no: 8276885. It was reported that the catheter was hard to advance, causing the patient increased pain. Upon assessment the catheter appeared to be broken. So far it was only with items from these two boxes. We have experienced two breaks in catheters upon attempting to access a patient.